Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers family member reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of incident the customer was treated with injections for high blood glucose level. Customer stated they are high due to eating cereal. The insulin pump will not be returned for analysis.